Event description:
It was reported that the device was explanted 2 1/2 weeks after it was implanted. No symptoms, reason for explant, or outcome were provided. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.